Manufacturer narrative:
Several attempts have been made to obtain additional event information regarding the seventeen patients, however no response has been received. It was noted that the author reports, "in general we have used monofilament sutures, either running prolene or previously running maxon to close defects." Gore was not able to confirm if maxon (fully absorbable sutures) were used with the gore device, however this would be outside the IFU. Per the IFU for gore-tex® soft tissue patch: suturing: "use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piecing point) of appropriate size to anchor the mesh. The use of absorbable sutures may lead to inadequate anchoring of gore-tex® soft tissue patch to the host tissue and necessitate reoperation." Additionally, the IFU states: adverse reactions: as with any surgical procedure, there are always risks of complications in surgical repair of soft tissue deficiencies, with or without mesh. Complications may include but are not limited to, infection, inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, wound complications, pain, bowel obstruction, ileus, revision/re-intervention, fever and recurrence. Possible adverse reactions with the use of any mesh may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, pain, exposure (extrusion), mesh contraction, bowel obstruction, and recurrence.

Event description:
The following literature article was reviewed, "prosthetic patches for congenital diaphragmatic hernia repair: surgisis vs gore-tex". The article reports a retrospective review of 152 records for patients with congenital diaphragmatic hernia (cdh). Newborns that underwent patch repair for cdh and survived for at least 30 days were included in the analysis. Primary outcomes evaluated were recurrent herniation and small bowel obstruction (sbo). Two types of prostheses were examined, gore­-tex, an artificial material, and surgisis, a bioactive material. Within the study results, it was reported that 17 of 45 patients who had a gore-tex repair had recurrent herniation. The article reported the recurrent herniation appeared with the patch pulling away from the thoracic wall.

Manufacturer narrative:
H6: patient code and device codes have been corrected. H6: conclusion code 4315 is corrected to 4316. Added additional conclusion code to previous conclusion codes reported. The following literature article was reviewed, "prosthetic patches for congenital diaphragmatic hernia repair: surgisis vs gore-tex". The article reports a retrospective review of 152 records for patients with congenital diaphragmatic hernia (cdh). Newborns that underwent patch repair for cdh and survived for at least 30 days were included in the analysis. Primary outcomes evaluated were recurrent herniation and small bowel obstruction (sbo). Two types of prostheses were examined, gore¬-tex, an artificial material, and surgisis, a bioactive material. Within the study results, it was reported that 17 of 45 patients who had a gore-tex repair had recurrent herniation. The article reported the recurrent herniation appeared with the patch pulling away from the thoracic wall. As the product is not explicitly identified in the article, the product was confirmed by researching sales data to the hospital and date ranges described in the article. The product has been identified as stp. Multiple attempts were made to obtain additional information about this event. Without additional information, gore was unable to conduct further investigation of this event. As no further information was received, this event will now be closed. It was noted that the author reports, "in general we have used monofilament sutures, either running prolene or previously running maxon to close defects." Gore was not able to confirm if maxon (fully absorbable sutures) were used with the gore device, however this would be outside the IFU. Per the IFU for gore-tex® soft tissue patch: suturing: "use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piecing point) of appropriate size to anchor the mesh. The use of absorbable sutures may lead to inadequate anchoring of gore-tex® soft tissue patch to the host tissue and necessitate reoperation." It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Although a review of manufacturing and sterilization records could not be performed, all pre-release specifications are confirmed prior to release as part of quality system processes. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.